Event description:
It was reported that the cuff of a tts cuff tracheostomy tube ripped during a tracheostomy tube change. Patient involvement and patient harm were unknown. This malfunction could compromise ventilation, interrupt therapy, and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.